Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma. A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Visual evaluation: visual analysis of the photographs identified the broken was the shell and red particles material on the shell/gel.

Event description:
Patient reported a year ago the device had ruptured. Physician said that this was not a problem as long as did not have any symptoms. At the time, patient did not have any symptoms and therefore did not have the device replaced. Since a few weeks one of the breast is swollen, about two sizes bigger, it feels like a brick and is full of fluid. Patient had an ultrasound and stated that the encapsulation around the implant reacted badly to the tear in the implant. Device has been explanted. This is left side.